Manufacturer narrative:
Following the reported event, a steris service technician arrived onsite to inspect the system 1e processor and found that the work room has four system 1e processors. The technician tested the units and found the units to be operating properly. The technician identified that the user facility's work room where the four system 1e processors are located has inadequate air circulation. A steris account manager arrived onsite and spoke with user facility personnel regarding ventilation options for the work room where the system 1e processors are located. Section 3-3 of the system 1e processor operator manual states, "the sterilant concentrate should be used in a well ventilated room. Conformance to aami st58 is recommended". The system 1e processor operator manual (pg. 2-2) states, "warning: to avoid accumulated concentration of peracetic acid vapor, use s40 sterilant concentrate in a well ventilated room or area." While onsite, the account manager observed that user facility personnel were improperly disposing of s40 sterilant cups upon removal from the units. User facility personnel were disposing of partially filled s40 sterilant cups in an open trash bin. User facility personnel should have followed the manual or automated disposal steps as stated in the system 1e's operator manual. The system 1e operator manual (3-4) contains detailed instructions on manually disposing of a partially filled sterilant cup. Based on the description of the event, it appears that improper manual disposal of s40 sterilant cups resulted in a chemical odor in the area where the system 1e processors are located. As the facility does not have adequate air circulation this did not allow the odor in the work room to dissipate resulting in the reported event. The account manager provided in-service training on the proper use and operation of the system 1e processor and s40 sterilant cups.

Event description:
The user facility reported that employees were experiencing eye and throat irritation in the work room where the system 1e processor is located. No medical treatment was sought or administered, and the employees continued to work.